Event description:
Customer stated their ise system is leaking in the back of the instrument and is spilling out onto the floor and into the walkway. They have put towels down to contain the leak. User said this issue is no affecting pt results. Operator was not harmed.

Manufacturer narrative:
The field service representative determined the cause to be a dirty ise drain valve, and cleaned ise drain valve. Verified analyzer performance by performing instrument checks and running controls.